Manufacturer narrative:
A siemens customer service engineer (cse) pinched a finger in the incubation ring of an atellica im 1600 while performing an alignment. The cse was seen at a local emergency room for treatment to their right index finger after being pinched between the incubation ring and the cover. Imaging was conducted of the finger for signs of a facture. The images were inconclusive. The cse was given a finger splint to wear for the next few weeks, along with prescription pain medications for the injury. The cause of the cse's finger injury is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
A siemens customer service engineer (cse) pinched a finger in the incubation ring of an atellica im 1600 analyzer while performing an alignment. The finger was pinched between the incubation ring and the cover. The cse was given a finger splint and prescription medications for the injury. There are no known reports of adverse health consequences due to the event.